Event description:
It was reported that the patient presented via merlin.net, the implantable cardiac defibrillator exhibited oversensing. The patient was not reported to be symptomatic. The device was reprogrammed successfully.